Event description:
It was reported that, "the insert trial size 6 was placed into the patient on the plate for a tibial trial. When the doctor pulled it out it was broken."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.